Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from (B)(6) reported the pump replacement with a 20 ml pump also included repositioning of the patient¿s pump to a more superior location. The patient tolerated the procedure well with no complications and was discharged on (B)(6) 2017. The patient¿s weight was noted as (B)(6) pounds (previously reported as (B)(6) pounds). Additional medical history included spasticity (spastic quadriplegia) and oral baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-dec-28. It was reported that the pump and pump segment of the catheter would not be returned for analysis. It was stated that it was thrown away and that the hcp was the one who burnt the catheter possibly causing an integrity problem, ¿hence why¿ they decided to revise the pump segment. The patient¿s weight at the time of the event was unknown, per the manufacturer's representative. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving lioresal [2000 mc g/ml] at a dose of 264.9 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the pump was implanted very low and was painful for the patient. The patient was very small and there was not a lot of room for the 40 ml pump, per the manufacturer's representative. The healthcare professional (hcp) was implanting a 20 ml pump. The date of the event was asked but unknown. Symptoms reported included uncomfortable pain at the pump pocket site. It was noted that the pump segment was replaced because the hcp was concerned that they may have burned some of the catheter when trying to remove the pump. There were no previous issues with the catheter. They cut off the sutureless connector and replaced the connector. No further complications were reported or anticipated.